Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. There was an allegation found that sparkle came out from the cable during use, the burnt part observed in the cable. Also, noise coming out from the cable box. There was no report of patient harm or injury. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation.

Manufacturer narrative:
The manufacturer was previously contacted in reference to a dreamstation auto CPAP device. There was an allegation found that sparkle came out from the cable during use, the burnt part observed in the cable. Also, noise coming out from the cable box. There was no report of patient harm or injury. There was no report of medical intervention. The device was returned to third party service center and evaluated. Evaluation result stated that the result of visually inspecting the appearance of the relevant ac cord, it was confirmed that there are burn marks near one side of the socket inside the connector. It was confirmed that the continuity on the burnt side is not normal and is in a state close to a partial disconnection. Based on the condition, it is speculated that poor contact or a partial disconnection occurred near one side of the socket inside the connector, generating heat when current flowed and causing the connector's casing to burn, but the exact cause has not been determined. And also it was reported that sparks occurred, causing the cable to melt slightly. The patient reported that around 2:00 this morning, sparks came from the cable while using the device, and they unplugged it. Upon inspection of the device, burn marks were confirmed on the cable. The device operates, but it makes abnormal sounds from the cable box, so the device was stopped and the cable was removed. The main unit and humidifier were replaced. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section box h has been updated/corrected in this follow-up report. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.